Event description:
New information received notes that the lead was capped and replaced with competitor lead, however the rv-can measurements on the competitor lead were as high. The capped lead was uncapped and remains in use. The competitor lead was explanted.

Event description:
It was reported that high impedance was observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.